Event description:
According to the reporter, during total laparoscopic hysterectomy, at cuff closure, needles broke off in calf and were not retrieved. Handle and reload were changed several times.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. Three devices were available for evaluation. Visual inspection noted the bottom black unloading button broke off from plunger of one of the instruments, the third instrument was received with the blades exposed, no witness marks from the needle tip impacting the beveled wall was observed on the device, no shearing or deformation were observed around the toggle switch in the first two instruments, shearing was noted on the third instrument, the flat pin was properly oriented in all three devices, and no abnormalities were observed for the center rod. Functionally, the returned devices were loaded with a test needle and were applied to test media. The test needles remained intact throughout testing. No difficulty was experienced in loading and toggling the test needles in the returned devices. Difficulty was experienced in unloading the needle on the first instrument because the plunger had to be manually activated due to the absence of the unloading button. It was reported that the needle broke into separate pieces. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the loading button was disengaged. Microscopic inspection of the loading button noted deformations. The product analysis noted evidence that the device was not used as intended. This issue can be caused by an extra force applied to the black buttons during use. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.